Manufacturer narrative:
Additional information : the device was manufactured between september 17, 2018 - september 18, 2018. He device was received for evaluation. Bag was cut at the top corner where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issues is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.